Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow-up revealed the patient received an end of service message prior to explant.

Manufacturer narrative:
Date of event is unknown. During processing of this complaint, an attempt was made to obtain complete event and patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg has reached end of service/end of life. As a result, the patient's ipg was explanted and replaced to address the issue.